Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic. The right atrial lead exhibited multiple episodes of noise and auto mode switch ¿ ams. The electrograms showed short bursts of myopotential noise. The noise could be reproduced with pectoral strain. As the patient recently had skin cancer removed in the near vicinity of the device no intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received noted that the right atrial lead was explanted and replaced on (B)(6) 2018. During the procedure it was noted that the lead exhibited insulation abrasion, the physician suspected it was due lead on lead abrasion. The physician believed it was due excessive arm and shoulder exercise movements that the patient performed while using cross trainer. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned for analysis. External insulation abrasion was noted from 16.2 cm to 16.5 cm from the connector pin, consistent with lead friction against the pulse generator can. This is consistent with the observation from the field of noise.